Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy the week prior to (B)(6) 2016. She was feeling a little different lately and had a return of symptoms. All of a sudden one day she had to go a lot. She asked herself why she was peeing so much and changed the settings, which helped a little bit. The patient mentioned that she never felt stimulation and had been on the same setting for a year. The patient's indication(s) for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.